Event description:
Symptoms: pseudosepsis or severe acute inflammatory reaction. Treatment drugs used: methylprednisolone dose: 40 units: mg freq: once route: im. Dose or amount: 16 mg; frequency: once; route: other. Dates of use: 2008. Diagnosis for use: left knee monoarthritis. Event abated after use stopped or dose reduced: yes.